Event description:
One year following intraocular lens (iol) implant surgery, a consumer reports seeing a "bullseye" of halos when looking ahead. He was instructed by his surgeon to wait one year for neuro adaptation to take place. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to the FDA on: 09/07/2007. Additional information was requested 08/14/2007 and 08/29/2007 by mail, fax, and phone. A completed follow-up questionnaire has not been returned.